Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 17186032/17186032.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. The explanted devices will not be returned. No further information could be obtained.